Event description:
Reportedly, after the connection of the leads to the subject device, a failure to pace was observed. The leads were disconnected and tested successfully. After re-connection of the leads to the device, failure to capture on the v lead was noted. The subject device was not kept implanted and will be returned for analysis. Another pacemaker was implanted with no issue. Preliminary analysis did not confirm the reported event, the device operated within specification at reception.

Event description:
Reportedly, after the connection of the leads to the subject device, ventricular capture failure was observed. The leads were disconnected and tested successfully. After re-connection of the leads to the device, failure to capture on the v lead was noted. The subject device was not kept implanted and will be returned for analysis. Another pacemaker was implanted with no issue. Preliminary analysis did not confirm the reported event, the device operated within specification at reception.